Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012560146 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanisms and the deflection test failed due to broken pull wire inside the handle. The functional testing was performed. No anomaly was discovered. X-ray imaging confirmed a pull wire was broken inside the handle. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03167psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00648 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube and a broken pull wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there were steering/deflection issues with the sheath. When the physician attempted to use the deflection tool while moving to the right inferior vein, it did not function as expected, moving freely in the hands without deflecting the sheath. The sheath was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.